Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the information from (B)(4), there was possibility that this phenomenon might be caused because the glue of the bending section rubber peeled and gapped due to the aging deterioration of the glue by long-term use of the subject device, consequently the foreign materials might come into the gap. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there were foreign materials on the glue of the bending section rubber and the insertion tube of the subject device. There was no report of patient injury associated with this event.